Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump emitted multiple loss of prime warnings while cartridges from the same box were in use. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 08-feb-2018 - device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2018 with the following findings: during the investigation, a review of the black box showed multiple ¿cs162¿ warnings with low non-zero force. The battery compartment was undamaged, and returned battery cap was returned could fit securely on the pump. The pump¿s ¿ez-prime¿ steps were performed correctly with no ¿cs162¿ warning occurring during the investigation. Investigators were unable to duplicate the ¿loss of prime¿ complaint. The pump¿s cover was removed, and no intermittent condition was found to the fs circuit.